Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds. The rv lead was capped and the replacement system was implanted on the patient's right side due to occlusion. No further patient complications have been reported as a result of this event.